Event description:
It was reported that the patient presented to the hospital for a follow-up on 29 jun 2022. Upon examination of the lead, it was noted that the right ventricular (rv) lead had cardiac perforation which caused pericardial effusion. The rv lead had decreased sensing. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.